Manufacturer narrative:
The congenital anomaly/birth defect box was unchecked.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found that the solenoid for pinch valve lv14 was not working. The fse replaced the solenoid, which repaired the erroneous results. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported the coulter act diff analyzer generated erroneous results. Review of provided printouts for the specific patient shows the act diff instrument generated discrepant complete blood count (cbc) results on all runs. Reruns 1 and 2 showed instrument generated flags. There was no death, injury, or change to patient treatment in connection with the reported event.